Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. Noise was present in all programmed sensing vectors. A partial fracture of the electrode was suspected, however, was not confirmed. Technical services (ts) discussed the option of programming to primary vector for now and discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. Noise was present in all programmed sensing vectors. A partial fracture of the electrode was suspected, however, was not confirmed. Technical services (ts) discussed the option of programming to primary vector for now and discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that noise was able to be reproduced with manipulation of the electrode. Surgical intervention was undertaken due to a suspected electrode fracture. The electrode was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. Noise was present in all programmed sensing vectors. A partial fracture of the electrode was suspected, however, was not confirmed. Technical services (ts) discussed the option of programming to primary vector for now and discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that noise was able to be reproduced with manipulation of the electrode. Surgical intervention was undertaken due to a suspected electrode fracture. The electrode was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.